Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their pdm (personal diabetes manager) charging cable melted into the pdm charging port and was emitting a burning odor. The charging cable was also reported to be burned at one end. The patient confirmed using an insulet charging cable. No impact to the patient's blood glucose levels reported. Medical treatment was not required for the reported event. If additional information is received, a supplemental report will be submitted.